Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital due to pulse generator loss of output. Upon interrogation, the device exhibited intermittent loss of output. The device was reprogrammed. The patient was asymptomatic throughout the event.